Manufacturer narrative:
The patient tracker instrument was returned to the manufacturer for analysis. The returned tracker is recognized but does not track, displaying only red status when connected to a known good system. A check of the em interface showed that coil #1 was not firing. The hardware investigation found that the reported event was related to a hardware issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the system would not recognize multiple patient trackers. He was in a facetime call with the facility at the time. He saw that the emitter details showed it was connected but was not giving any value. There was a reported delay of less than one hour and no reported impact to patient outcome. Additional information received. The manufacturer representative was on site and was able to get a nipt tracking with no issue. The head frame patient tracker was only working intermittently. Em interface showed that coil 1 of the patient tracker was intermittently not getting picked up, but coil 2 and 3 were working. Site reuses the patient trackers. Site was informed that the instrument is not intended for more than one use and issue would likely not occur again.